Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was deformed and completely sheared off from the implant body. The deformation of the spindle cap was due to excessive force, and the damage to the spacer indicates the break was due to the deployment against resistance, such as bone, and/or manipulation of the position of the device by the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.